Event description:
An olympus representative reported on behalf of the customer that the evis lucera duodenovideoscope was being returned for inspection because a stent was taken out of a patient in a previous procedure, but not recovered from the scope. The customer had assumed that the stent was not present in the scope. However, before the return of the scope, it was reprocessed and reused on a 2nd patient (patient b). In the next procedure, the olympus representative was informed that an additional and unexpected stent was found in patient b; therefore, it was removed along with another stent during a therapeutic endoscopic retrograde cholangiopancreatography (ercp). The site was unsure of the origin of the second stent in patient b; however, given that they were concerned about a missing stent, and then found an additional stent in a patient after using the scope again, this issue was raised due to its risk of cross contamination between patients. It was later confirmed that patient b had no issues after the procedure and that the stent was not manufactured by olympus. The device was inspected prior to use without any issues noted.

Manufacturer narrative:
The suspect device referenced in this report was returned to olympus. A comprehensive leakage check was completed prior to technical evaluation and no leakage was noted. A full technical evaluation noted the following findings: chipped light cover glasses, missing adhesive on the light cover glasses, worn adhesive on the optical cover glass, lifting adhesive on the distal end, lifting adhesive on the insertion tube, delamination on the insertion tube, hole in the button of the switch, loose plug body, biopsy and aspiration channel visual inspection failure, up/down/left/right angle did not meet specifications, up/down/left/right angle play failure with minor play evident; and electrical safety test did not meet specifications. The instrument was scoped with a slim diameter endoscope. No further "clips or fragments of clips" were identified with the biopsy channel. However, minor scoring was observed at the proximal end. A "clip" remaining in the endoscope from the previous procedure suggests an issue during reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out (updated d10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event "stent, used at the previous procedure, fell into the patient¿s body during the current procedure" occurred due to that the user tried to retrieve the stent via biopsy channel, not withdraw the device with the stent. As a result, the stent could have clogged the channel which led to the event. However, the root cause of the suggested event could not be specified. The event can be prevented by following the instructions for use which state: ¿if the endo-therapy accessory cannot be withdrawn from the endoscope, close the endo-therapy accessory and/or retract it into its sheath, then carefully withdraw both the endoscope and the endo-therapy accessory together¿ "do not collect the stent through the channel of the endoscope. Instrument damage may occur." "Use fg-44nr-1 to retrieve a stent." -operation manual 4.2 using endo-therapy accessories "withdrawal of endo-therapy accessories: if the endo-therapy accessory cannot be withdrawn from the endoscope, close the endo-therapy accessory and/or retract it into its sheath, then carefully withdraw both the endoscope and the endo-therapy accessory together under endoscopic observation. Take care not to cause tissue trauma." "Retrieval of the stent: caution: - do not use the instrument that has been inserted into the endoscope. Instrument damage may occur. - do not collect the stent through the channel of the endoscope. Instrument damage may occur. - to retrieve the stent, use grasping forceps fg-44nr-1 in accordance with its instruction manual." Olympus will continue to monitor field performance for this device.